Event description:
It was reported that during testing, the handpiece was running continually while connected to the battery without trigger control. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.